Manufacturer narrative:
The investigation determined (B)(6) vitros anti hcv results were obtained from two different samples from a single patient tested on a vitros eci immunodiagnostic system when compared to (B)(6) results obtained from the same patient samples tested using another vitros eci immunodiagnostic system and a non-vitros pcr test method. A definitive assignable cause could not be determined. The most likely assignable cause of the event was a sample related issue. The initial (B)(6) result was reproducible on a vitros system and from another sample drawn on the same day from the same patient. The (B)(6) results obtained on the vitros system are not typical (B)(6) results and approximate to values towards the grey zone. A sample drawn from the same patient 6 days later produced a (B)(6) result on two different vitros eci immunodiagnostic systems. It is possible that the patient was in the earlier stages of (B)(6) when the initial (B)(6) sample was drawn and has now seroconverted between sample draws and is now detected as (B)(6). In addition, the customer was not following the sample collection device manufacturer¿s recommended centrifugation protocol; therefore, pre-analytical sample processing cannot be ruled out as a contributing factor. It is possible that cellular debris, due to poor sample preparation, was present in the affected samples, although this could not be confirmed. Also, from the information provided it appears the customer was not following the ortho IFU recommendation for interpretation of results as repeat testing of the reactive and borderline samples was only performed in singleton and not duplicate as instructed in the IFU. As a result, it is unclear if the sample should be considered (B)(6) for (B)(6) using the vitros anti hcv reagent. The customer did perform supplemental testing to confirm the sample was (B)(6) for (B)(6). However, there is no data to suggest the vitros anti hcv reagent did not function as intended. Based on historical quality control results, a vitros anti-hcv reagent lot 4110 performance issue is not a likely contributor to the event. Additionally, there was no evidence to suggest a vitros eci immunodiagnostic system malfunction. Precision testing performed was within acceptable guidelines, suggesting an instrument issue was also not likely a contributing factor

Event description:
The customer reported (B)(6) vitros anti hcv results obtained from two different samples from a single patient tested on a vitros eci immunodiagnostic system when compared to (B)(6) results obtained from the same patient samples tested using another vitros eci immunodiagnostic system and a non-vitros pcr test method. Sample results of (B)(6) versus the expected result of (B)(6). Biased results of the magnitude and direction observed could lead to inappropriate physician action. The (B)(6) results were not reported from the laboratory. There was no allegation of patient harm as a result of the event. (B)(4).